Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us, but is similar to the e-luminexx vascular stent products that are cleared in the us. The pro code and 510k number for the e-luminexx vascular stent products is identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the stent placement procedure, the stent was allegedly cannot be released misfire. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us, but is similar to the e-luminexx vascular stent products that are cleared in the us. The pro code and 510k number for the e-luminexx vascular stent products is identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system sample was returned for evaluation and the safety clip and the conversion tab were placed on the handgrip. The stent was completely deployed and missing while the trigger wasn't activated. When the safety clip is removed, the slider can be moved back and forth while the inner catheter protrudes which indicates that the delivery system was detached from the handgrip, the stent deployed normally by the retraction and then it was re-attached which leads to inconclusive results. There was no indication of a manufacturing deficiency. Based on available information and the evaluation of the returned sample, the investigation was closed with inconclusive results for partial deployment. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding general warning, the IFU states "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit". Regarding accessories, the IFU states "the bard s.a.f.e. 6f delivery system requires a minimum 8f guiding catheter, or a minimum 6f introducer sheath. Via the femoral route, insert a 0.035 inch (0.89 mm) guidewire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion". The packaging pictograms indicate an introducer size of 6f and a 0.035" guide wire. With regards to general directions, the IFU states "pre-dilatation of the stricture is recommended. Selection of an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician". With regards to indications for use, the IFU states "the e-luminexx vascular stent is indicated for the treatment of atherosclerotic lesions in the common and external iliac artery". H10: g3. H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the stent placement procedure, the stent was allegedly cannot be released misfire. The procedure was completed by using another device. There was no reported patient injury.